Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported error 210.6020. No patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of error 210.6020. Technical support - recommended to customer to re-flash poc software. A review of the device history record for sn (B)(6) was performed from 10/11/2018 to 01/15/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support - recommended dan to re-flash poc software. If flashing software does not resolve the problem, if the error persists, return the alaris pc unit to carefusion for repair. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the complaint history record in the trackwise was performed for the sn (B)(6) which confirmed no similar complaints with the same or related failure mode. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Event description:
The customer reported error 210.6020. No patient involvement.